Event description:
(B)(6). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age or origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2010, it was reported that the patient's sample humapen memoir had missing segments in the ready mode of the dose display. The cartridge in the humapen memoir had cracked and leaked insulin into the pen. The humapen memoir is associated with product complaint (B)(4)/ lot 0708c02. The patient was the user of the pen. The user's training status was not provided. The duration of use was not provided. The pen was returned on (B)(6) 2010.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age or origin. The patient was taking an unknown medication for an unknown indication. On (B)(6)-2010 it was reported that the patient's sample humapen memoir had missing segments in the ready mode of the dose display. The cartridge in the humapen memoir had cracked and leaked insulin into the pen. The humapen memoir is associated with product complaint (B)(4). The patient was the user of the pen. The user's training status was not provided. The duration of use was not provided. The pen was returned on (B)(4)-2010. Update (B)(4)-2011: additional information received (B)(4)-2011 via global product complaint database.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the caller reported that issues with his humapen memoir pen display and that there were numbers missing. The user returned both the actual complaint device (lot 0708c02, manufactured august 2007) and the cartridge (lot a656893a) for investigation. A detailed investigation of the device found that liquid ingress resulted in rust, residue and corrosion throughout the pen's assemblies. The liquid that caused the malfunction is likely insulin that leaked from the broken cartridge. The user described breaking a cartridge in use, and this is supported by the cartridge investigation. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action, liquid ingress: a corrective action has been initiated (B)(4) to improve the protection of the electronic connections. Improper use and storage - the cartridge broke during use. There is no evidence of improper use or storage.